Event description:
Caller reported an issue related to cgm error 42 involving a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset, guiding the caller through the process, after which the cgm error code did not reappear, and the caller successfully started their sensor session.